Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl and 107 mg/dl. Customer did not have the meter coded correctly at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.